Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unstable thresholds, oversensing of noise and intermittent loss of capture. The lv lead was inactivated and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.